Manufacturer narrative:
H11: no service intervention was performed and no additional information or diagnostic data could be obtained. A review of device service history confirmed that the reported event represented the first occurrence associated with the specific unit. No adverse trends related to this failure mode occurred. Based on the information available to date, the root cause of the event could not be conclusively determined. Nevertheless, a non-persistent hardware malfunction affecting the clamp cannot be ruled out and is identified as a potential contributing factor to the reported behavior. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A1-a5 patient information was not provided. H11. Livanova deustchland manufactures the essenz hlm, the event occurred in united states. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the essenz hlm showed the error message arterial clamp defective. The issue occurred during procedure. There is no report of any patient injury.